Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient's mother reported the patient experienced elevated blood glucose of 200-300 mg/dl while using the infusion sets due to a bent cannula that caused insulin leakage. The patient noticed the bent cannula and insulin leakage when the headset fell off of his body. The infusion set had been in use for 2 days. The issue occurred 3-4 times. The patient bolused through the infusion device to lower his blood glucose. He used the insertion device to insert the headset. The mother stated that the patient's normal blood glucose range has been in the 200's mg/dl lately. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.